Manufacturer narrative:
The software analysis determined that there was no registration present in the archive. The patient exam was to protocol and the 3d model looked good. They were unable to determine cause of alleged inaccuracy based on the archive. There were unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version #: (B)(4). The manufacture representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy of 3-4 mm anterior and slightly to the patient's right, when checking accuracy on bony facial anatomy. The health care professional (hcp) was continuing with the registration accounting for the inaccuracy. There was no metal in the field and the emitter seemed to be functioning normally. The hcp checked the bony anatomy from the bridge of the nose up to the forehead when the alleged inaccuracy was observed. The exam was to protocol and was less than a month old. Registration had good coverage on the nose and patient's forehead. It did not go back very far on the patient's head. It is unknown if that contributed to the alleged inaccuracy on the bony anatomy. There was no delay to the procedure. No impact on patient outcome.